Manufacturer narrative:
The device was received for evaluation. During functional testing, power failure was reproduced. Evaluation inspected the device and found the device would not turn on with the ac power cord. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the rear flex connector for the power bolus to be disconnected from the board. Rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a power failure. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.